Event description:
During an in-clinic capture threshold testing, the user released the button to terminate the testing as expected, however, the programmer screen flickered and the software froze with the sustained decrement, resulting in loss of capture, and patient syncope. Shortly, backup pacing was enabled, and the pacing function was restored. Patient condition was stable.